Event description:
The end user was driving his scooter, when he fell and fractured his shoulder. The end user has the unit at full speed while driving.

Manufacturer narrative:
Pride had the unit evaluted by a field svc technician, who found no device failure and product within specification. User error caused event.